Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd alaris¿ pump module smartsite¿ low sorbing infusion set occluded during the lipid infusion. The following information was provided by the initial reporter: "lipids were infusing upon start of my shift. Lipids stopped for off-unit procedure, at 11am. Lipids restarted after return to unit at 1400. Pump alarmed "occluded" with no indication as to why, even after ensuring piv and tubing were patent."

Event description:
It was reported bd alaris¿ pump module smartsite¿ low sorbing infusion set occluded during the lipid infusion. The following information was provided by the initial reporter: "lipids were infusing upon start of my shift. Lipids stopped for off-unit procedure, at 11am. Lipids restarted after return to unit at 1400. Pump alarmed "occluded" with no indication as to why, even after ensuring piv and tubing were patent."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by the customer that flow issues were present- occlusion could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 10010453 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.